Manufacturer narrative:
A ge service representative performed an on site investigation. The reported problem could not be duplicated. The system operates as intended.

Event description:
The customer reported that the system would not record images. No patient injury was reported.